Event description:
The patient was in the hospital when there was an abrupt drop in pump power and flow down to 1 l/min. In the morning of (B)(6) 2015. The echo which previously showed aortic valve (av) not opening now showed the av opening every beat. The patient felt a sensation of pump vibration and the physician thought that the pump "sounded weird". CT scan showed a questionable inflow cannula position. The ldh was within normal range, the inr was in therapeutic range at the time of the event as well as prior to the event, and blood pressure was stable. The patient was on asa 325mg. The patient felt "ok." Volume replacement was started. The ldh increased to >500 on (B)(6) 2015 and then up above 1000 on (B)(6) 2015. On (B)(6) 2015, post 8mg of direct tpa the pump speed was 2300rpm with power of 2.1watts with planned attempt to turn the pump off with echocardiogram guidance in the afternoon. During the ramp echocardiogram the pump speed was dropped to 1800 rpm which was not tolerated for more than one minute and the left ventricular size increased during that time. The goal was to maintain the lowest speed to reduce hemolysis. The pump speed was maintained at 2000rpm which provided approximately 2 l/min. It was commented that the pump grinding was less at the lower speed. The following day, at the lower speed, the ldh dropped from 1000 to the low 700s with no hematuria. The creatinine level, which had been rising, was back down. An exchange was not considered with planned observation to see if the patient remains stable and improves.

Manufacturer narrative:
Additional information reported that the patient had a heart transplant on (B)(6) 2015. Unchecked "user facility". Unchecked "notification". The instructions for use cautions that optimal position of the inflow cannula is toward mitral valve and parallel to the intraventricular septum. The device was related to the reported event; however there is no evidence to suggest that a device malfunction caused or contributed to the reported event; clinical/patient factors are likely contributors. (B)(4) was returned to heartware for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The reported event was confirmed via review of the controller log files, which revealed low flow event. Analysis of the device revealed that the device met specifications; the device passed visual examination, dimensional verification and functional testing. Pathological examination did not reveal any presence of thrombus. The pump is a fixed speed system. Low flow rate, average flow below the alarm threshold can be attributed to occlusion/suction event due to the potential factors of inflow cannula obstruction, and outflow graft kink. It may be related to poor vad filling due to changes in patient state including right ventricular failure, hypovolemia, tamponade, arrhythmias, and high blood pressure. Although a definitive cause cannot be determined, patient and clinical factors including the reported questionable inflow cannula position may have contributed to the event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Any additional information received will be submitted in a supplemental report when the manufacturer's investigation has been completed. The instructions for use addresses setting parameters for the low flow alarm threshold, guidelines for identifying potential causes and potential actions. Implantation of a ventricular assist device (vad) is an invasive procedure requiring general anesthesia, a median sternotomy, a ventilator and cardiopulmonary bypass. These surgical procedures are associated with numerous risks. Adverse events that may be associated with the use of the vad system, other than death, include device thrombus and re-operation. The company is seeking this information through the event investigation. Heartware is submitting this report late because it was discovered during routine complaint file investigation activities, that 117 e-mdrs were submitted in error to the pre-production e-MDR gateway, (https://esgtest.FDA.gov/ui/) instead of the e-MDR production gateway (https://esg.FDA.gov/ui/), between (B)(4) 2015. This error occurred as a result of setting up a new e-account and the subsequent training of the heartware complaint analyst. The situation has been corrected. *this is report 51 of 117 . The pump remains implanted.